Event description:
It was reported to philips that the system would not start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The system's host pc was suspected to be the cause of the issue. After replacement, the defective host pc was returned to philips for failure analysis; however, the part analysis could not conclusively determine the root cause of the failure. The replacement of the host pc by the fse successfully resolved the reported issue and restored system functionality. After replacement, the system was returned to service in good working order. The current replacement rate of the host pc is lower than the acceptable rate set forth in the risk analysis file. The codes were updated based on the investigation outcome.